Event description:
The patient was asymptomatic; she came into the office for follow-up and telemetry suggested a short circuit in the lead. The lead was fractured. The lead was replaced. The patient recovered without sequela.

Manufacturer narrative:
Product ID: 3986a, lot# n071374, implanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.